Event description:
The following was published in european heart journal in an article titled large pulmonary artery pseudoaneurysm after cardiomems implantation: a case report. Garg, tushar; raikhelkar, jayant; gilkeson, robert; tavri, sidhartha. During a cardiomems implant procedure the patient developed hemoptysis and dyspnea which were managed with furosemide. The patient's computerized tomographic angiography showed a 3.4 cm pseudoaneurysm with active extravasation from the superior segmental branch of the left pa due to injury during device placement. An embolization procedure was carried out successfully with the final left pulmonary angiogram showing complete stasis and no further filling of the pseudoaneurysm sac.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.